Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no.: 305270 batch no.: 7082692 it was reported that the needle got stuck in the patient's muscle. The following information was provided by the initial reporter: consumer's wife stated that she injected her husband and that the needle got stuck in his muscle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 305270, batch no.: 7082692. It was reported that the needle got stuck in the patient's muscle. The following information was provided by the initial reporter: consumer's wife stated that she injected her husband and that the needle got stuck in his muscle.